Event description:
It was reported by a registered nurse (rn) that a patient on peritoneal dialysis (pd) therapy was hospitalized on (B)(6) 2021 for peritonitis. The nurse reported the patient¿s pd culture (obtained in hospital; date unknown) had no organism growth and an elevated white blood cell (wbc) count. It was reported the patient was treated with unknown antibiotics in the hospital. Subsequently, on (B)(6) 2021, the patient was discharged. Per the nurse, the patient did not have any fluid leaks or any issues with a fresenius device or product in relation to the event. The nurse indicated that prior to the peritonitis event, the patient had a tear in the pd catheter (not a fresenius product). The patient underwent pd catheter repair (date unknown) and was treated with a short course of unknown oral antibiotics, according to the nurse. Therefore, the nurse stated the peritonitis subsequently developed and is suspected to be associated with the pd catheter. The patient is reportedly recovering and continuing pd treatment utilizing the same cycler without any issues.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler or liberty cycler set product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy and the pd catheter is often a source of infection due to the ability of microorganisms to enter into the peritoneal space. Based on the reported information, the cause of patient¿s peritonitis can be attributed to a tear in the pd catheter (not a fresenius product) which occurred prior to the peritonitis infection. The liberty select cycler and liberty cycler set can be excluded as a causal factor in the event.

Event description:
It was reported by a registered nurse (rn) that a patient on peritoneal dialysis (pd) therapy was hospitalized on (B)(6) 2021 for peritonitis. The nurse reported the patient¿s pd culture (obtained in hospital; date unknown) had no organism growth and an elevated white blood cell (wbc) count. It was reported the patient was treated with unknown antibiotics in the hospital. Subsequently, on (B)(6) 2021, the patient was discharged. Per the nurse, the patient did not have any fluid leaks or any issues with a fresenius device or product in relation to the event. The nurse indicated that prior to the peritonitis event, the patient had a tear in the pd catheter (not a fresenius product). The patient underwent pd catheter repair (date unknown) and was treated with a short course of unknown oral antibiotics, according to the nurse. Therefore, the nurse stated the peritonitis subsequently developed and is suspected to be associated with the pd catheter. The patient is reportedly recovering and continuing pd treatment utilizing the same cycler without any issues.